Event description:
Complaint was reported as the following: the stapler jammed during use. No pt injury reported.

Manufacturer narrative:
The device sample was returned for eval. A follow-up report will be sent when completion of the investigation.